Event description:
Caller alleged discrepant results with their office inratio versus the lab. Results are as follows: date: (B) (6) 2009, inratio: 2.5, lab: 1.9. (B) (6) 2009, 3.4, 2.1.

Manufacturer narrative:
In-house accuracy test. Test date: (B) (6) 2009. Meters: in-house meters ((B) (4) & (B) (4)). Returned meter (B) (4). Retained strip ln: 070616a. Comparative sys: sysmex 560. Two therapeutic donors. No inr result due to technique issue. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 2.5, lab: 1.9, mean: 2.20, confidence limits: 1.4-3.1. (B) (6) 2009, 3.4, 2.1, 2.75, 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. The allowable difference between the inratio inr's (both inhouse and the returned meter) and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. All meet the above criteria then no further action is required. Investigation is closed. No corrective action is required as no product deficiency was established.